Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose of 600 mg/dl. Customer¿s blood glucose value ranging from 600 mg/dl to 700 mg/dl. The customer stated that they had issue with bent cannula. Customer declined troubleshooting for high blood glucose and bent cannula. The insulin pump will not be returned for analysis.